Event description:
In 2005, the patient was implanted with gore tag thoracic endoprostheses to treat a descending thoracic aortic aneurysm. On an unknown date, a follow-up computed tomography angiogram scan revealed a proximal type I endoleak located proximal to the most proximal tag device. In 2009, a reintervention occurred and the original implanted gore tag thoracic endoprostheses were relined with an additional two tag devices. The patient tolerated the procedure and is reported to be well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note attached list of additional device implanted in the patient but not related to this event: tg3415/03620357. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.